Event description:
A director of surgery reports two pts with endophthalmitis following ocular surgery. They were treated with antibiotics and their symptoms are improving. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).